Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Broach reamer threads are damaged and will not allow rod to screw in.

Manufacturer narrative:
Examination of the submitted 961671 univ rev fem broach reamer confirmed damage to the threads. The root cause is attributed to misuse through cross-threading with the mating instrument. Based on the determination of misuse as the root cause, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.